Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during a cataract extraction procedure the ophthalmic system is not maintaining the patient's anterior chamber. Procedure details and patient impact have not been reported. Additional information has been requested but not received.

Manufacturer narrative:
Additional information has been provided in d.9., h.3., h.6. And h.10. The company service representative examined the system and was not able to confirm or replicate the reported event of the system not maintaining pressure. As a preventative measure (pm), the active irrigation module was replaced. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).